Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred when the user was in negative 15 fahrenheit degree weather. Reportedly, the insulin froze inside of the tubing. The user's blood glucose level was 168 mg/dl. Reportedly, the user would change all the supplies.